Manufacturer narrative:
(B)(4). This is a report of use error, where there was an improper disconnection and reconnection of the patient to the set. Use errors and proper user instructions are addressed in ¿the homechoice and homechoice pro systems patient at-home guide¿, which is shipped with every homechoice device. The guide provides step-by-step instructions for properly disconnecting during emergencies. Also, it provides step-by-step instructions for returning to therapy after the emergency disconnect procedure. A review of the label for the product family will be conducted. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that there was a leak from the patient line during dwell 2 of peritoneal dyalisis therapy. The caregiver had disconnected the patient from the patient line but had not capped the line off quickly enough and fluid leaked from the end of the patient line. The caregiver reconnected the patient to the patient line. The technical service representative advised the caregiver to start over with all new supplies, and assisted them to end therapy. There was no serious injury or medical intervention reported. No additional information is available.